Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a chronic type-b thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses. The physician successfully deployed two endoprostheses and then attempted to prepare for a ¿candy-plug¿ device using a gore® excluder® aaa endoprosthesis aortic extender component (pla360400j/17361362) to exclude distal false lumen perfusion from a re-entry site. The candy-plug aortic extender component was advanced into the false lumen and was intended to be implanted with its middle portion being partially deployed. However, the candy-plug device was completely deployed, and upon withdrawal of the delivery catheter, strong resistance was met. The delivery catheter could be removed with further force being put, but its leading end was broken and detached from the catheter body. Several attempts were made to snare the detached portion of the delivery catheter, but those were not successful. The physician elected to prepare for a second candy-plug device, deploy it in the false lumen to exclude the detached portion of the delivery catheter against the aortic wall. The patient tolerated the procedure without further problems.